Event description:
A voluntary MDR/medwatch report was received on 04/06/2023. It was reported that an unspecified malfunction occurred. Upon following up with the patient on (B)(6) 2023 which was reported by a family member that the continuous glucose monitor (cgm) was not working correctly. The location of sensor placement was not disclosed. On approximately (B)(6) 2022, the spouse found the patient hypoglycemic and was unresponsive. No cgm or blood glucose (bg) values were available. The patient is a ¿brittle diabetic¿ and hypo unaware. The spouse administered a glucagon injection (10 mg) and when the patient did not regain consciousness, the spouse contacted emergency medical service. After arrival, the paramedics administered IV dextrose and the patient regained consciousness. No bg finger stick value was specified. The patient did not go to the emergency room and recovered at home. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5116153, mw5116154 and mw5116155. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. Per follow up call by a tech support representative on 04/20/2023, it was reported by a family member that the cgm (continuous glucose monitor) was not working correctly. The location of sensor placement was not disclosed. On approximately (B)(6) 2022, the spouse found the patient hypoglycemic and was unresponsive. No cgm or bg (blood glucose) values were available. The patient is a ¿brittle diabetic¿ and hypo unaware. The spouse administered a glucagon injection (10 mg) and when the patient did not regain consciousness, the spouse contacted emergency medical service. After arrival, the paramedics administered IV dextrose and the patient regained consciousness. No bg finger stick value was specified. The patient did not go to the emergency room and recovered at home. Data was evaluated and the allegation and probable cause could not be determined. No additional patient or event information is available.